Event description:
It was reported that the device was heating up too quickly. Procedure was completed using a back-up device. No patient/user injury or other complications reported.

Manufacturer narrative:
There was no relationship between the returned device and the reported incident. Visual inspection of the returned controller found that the saline door handle was broken off and the warranty seal was broken. The returned device was tested using a known good compatible wand which was found to perform as intended. The unit was tested for several minutes and the temperature rose a couple degrees but nothing that would out of the ordinary usage. The complaint was not verified and the root cause could not be determined after investigation since the device performed as intended. Factors which can lead to temperature issue include: check electrode on wand tip for excessive wear or if at end of life which could cause the temperature to rise. The saline clamp may have been closed to tight not allowing enough saline flow causing the temperature to rise. There were no indications to suggest the device did not meet product specifications upon release into distribution. Device returned for evaluation. Device evaluated by the manufacturer. Evaluation codes updated.